Manufacturer narrative:
The prograsp forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. The prograsp forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have the main tube broken. A piece measuring approximately 0.19¿ x 0.385" was not returned with the instrument. Root cause of this failure is attributed to mishandling. The instrument was found to have a broken grip cable at the distal end. Root cause of this failure is attributed to a component failure. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a dislodged proximal clevis. The distal end with the proximal clevis was returned with the instrument. Verification of the product and event details via system logs confirmed the prograsp forceps instrument was last used on system (B)(4) with 16 lives on (B)(6) 2021. A site history complaint review was performed and no related complaints were found for this product. No image or video clip for the reported event was submitted for review. This complaint is being assessed as a reportable event due to the following conclusion: the instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure the customer had issues with the jaws staying open and not closing on the prograsp forceps instrument. The customer removed the instrument and the procedure was completed with no patient injury. Follow-up was performed with the customer and it was confirmed that there was no tissue damage as a result of the issue with the jaws. No patient-related information was available.